Event description:
It was reported that the device was found to be in back-up vvi mode. The device was reset and reprogrammed to previous programmed settings. There were no adverse health consequences to the patient.